Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that due to sensor adhesive getting caught in pt's clothing, sensor was pulled out abruptly. Upon inspection of the adhesive patch, pt's mother noticed that sensor was missing. Pt's mother reports that insertion site looks normal and no sign of wire being present underneath skin exists. During her call to dexcom technical support pt's mother reports that pt is not complaining of any pain.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.